Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming while connected to the pump, and subsequently the pump did not turn back on or initiate charge when plugged into a power source. Customer¿s blood glucose level was 230 mg/dl. The customer reverted to an alternate method of insulin therapy.